Event description:
As reported, in the storage room upon receiving a flexi-tip dual-lumen ureteral access catheter, it was discolored and dirty. There was no patient involvement.

Manufacturer narrative:
E3: occupation: cst: certified surgical technologist. This report includes information known at this time. A followup report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Event summary: as reported, in the storage room upon receiving a flexi-tip dual-lumen ureteral access catheter, it was discolored and dirty. There was no patient involvement. Investigation ¿ evaluation: a document based investigation was performed including a review of complaint history, device history record (DHR), instructions for use (IFU), and quality control (qc) procedures, as well as, a visual inspection of the device were conducted. The complaint device was returned to cook in open packaging with the label for investigation. The back of package and the tyvek is dirty and slightly discolored. The product appears clean. There was also discoloration/foreign matter observed inside the package. A document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the DHR for the reported complaint device lot revealed no recorded non-conformances relevant to the failure mode. A database search did not identify any other events associated with the reported device lot. Because adequate inspection activities have been established, there is objective evidence that the device history record was fully executed, and no other lot related complaint has been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. Instructions for use (IFU) the IFU for the device, t_dluac_rev1 was reviewed and includes the following: how supplied : supplied sterilized by ethylene oxide gas in peel-open packages. Intended for one-time use. Sterile if package is unopened and undamaged. Do not use the product if there is doubt as to whether the product is sterile. Store in a dark, dry, cool place. Avoid extended exposure to light. Upon removal from package, inspect the product to ensure no damage has occurred. Based on the available information, cook has concluded the packaged device likely got dirty during shipment. Cook will continue monitoring of similar complaints and has notified the appropriate personnel of this event. Per a review of risk documentation, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.